Event description:
It was reported that the patient stated that the wicks gave her a uti after using protective underwear recommended by rep. She stated that after watching a few videos she learned that this information was incorrect as she should have been using mesh or breathable underwear to avoid blocking the ventilation hole.\ it's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that the wicks gave her a uti after using protective underwear recommended by rep. She stated that after watching a few videos she learned that this information was incorrect as she should have been using mesh or breathable underwear to avoid blocking the ventilation hole. It's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention provided for urinary tract infection. Per follow up information received via phone on 18nov2025, it was reported t/s done.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Dfmea ra0301444 revision 8 was reviewed for this investigation. The reported event is addressed in step 3.09. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Baw2459599 revision 1 was reviewed for this investigation. The reported event is addressed within the labeling as it states: warnings: the purewick¿ flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Stop use if an allergic reaction occurs. Do not use on users with skin irritation or breakdown at the site. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.